Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. It is possible that the protective sheath caught on the edge of the dispenser coil during removal; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the he reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging of the 9.0 mm x 29 mm x 80 cm omnilink elite, the stent dislodged from the balloon and was located inside the hoop. There was no patient involvement and no clinically significant delay in the procedure. A same size omnilink elite was used to complete the procedure. No additional information was provided.